Event description:
It was reported that the customer was hospitalized due to hyperglycemia. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent in half. The customer's husband stated that the insulin pump never alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.